Manufacturer narrative:
Upon investigation of the actual device used in that incident, it was determined that there was a malfunction with the door mechanism. A field service engineer effectively replaced the door's pop latch to address the problem. The system functioned as intended after the field service engineer verified the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site.

Event description:
It was reported when using the pyxis medstation es system, experienced a door malfunction. A customer has reported that a user was unable to dispense medication due to a malfunction. There were no adverse events or injuries reported based on this event.